Manufacturer narrative:
One image of the device was received for analysis. The reported issue was confirmed in the photo, which demonstrated the leak in the device. However, the investigation was not able to identify a root cause for the leakage. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during the intraoperative period, a leak was identified while the patient was in critical condition, leaving no opportunity to replace the consumable. The leak was initially observed when plasmalyte was infused under pressure and became more apparent during blood administration. Although the patient was not adversely affected, blood was observed leaking from the consumable, which is not expected, and there was concern that fluid may have entered the device and potentially affected the electrical circuitry. The event occurred at the hospital. No medical intervention was required, the issue was resolved, and although the event involved a patient, no patient harm was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.